Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Foreign- (B)(6) / study name: (B)(6) - patient ID # (B)(6). PMA number is not applicable. The device is a non-commercial product that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the right proximal sfa. Approximately 11 months post index procedure, the patient expired on (B)(6) 2019. The cause of death is unknown, however, the physician indicated it is not related to the study device or procedure.

Manufacturer narrative:
Corrected approximate months from 11 months to 10 months.

Event description:
Approximately 10 months post index procedure, the patient expired on (B)(6) 2019.

Manufacturer narrative:
Model and catalog number corrected from a14sx040080150t to aa14sx040080150. PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry.